Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. Pump received with normal operating currents. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 12.0 received the lowbatteryalert (104) on 11/03/2024 06:12:00 faster than expected at 0.0 days. Battery cycle 1.0 received the lowbatteryalert (104) on 10/24/2024 06:15:00 faster than expected at 0.37 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Also, multiple battery failed alarm found in the pump history on 11/02/2024 at 08:00:13.000, 11/03/2024 from 06:09:39.000 until 10:56:30.000 and 11/07/2024 at 12:06:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿the sc1 cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, end cap address label missing, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Customer alleged confirmed unexpected low battery alarm and battery failed alarm in the pump history, problem isolated to the electronic assembly. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Cosmetic damage confirmed on the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a battery failed alarm. No damage was reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer reported a short battery life or a low battery alarm. Battery lasted more than 1 week. Explained this is expected behavior. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested, and the customer response was the device will be returned.